Manufacturer narrative:
(B)(4). The service engineer (se) verified the event. The se inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb). The unit passed extended self-testing.

Event description:
It was reported that the ventilator had an blank screen while in use on a patient. The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.